Event description:
It was reported that the pt was hospitalized for myocardial infarction, elevated blood glucose levels, and dka.

Manufacturer narrative:
The pump was returned to animas for eval. A review of the pump history indicated that the pt did not administer any insulin boluses for 24 hours prior to the event. Eval demonstrated that the pump was operating within required specifications and insulin delivery accuracy.